Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer. The fse could not identify a malfunction. The fse performed routine maintenance, cleaned the analyzer and performed calibration. Quality control was performed with no issue. The failure mode is unknown. There is no evidence of a malfunction. The patient sample was retested with results considered correct. No further issues were reported. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported erroneous low patient results were generated for sodium (na) and chloride (cl) on their dxc 700 au chemistry analyzer. The erroneous patient results were reported out of laboratory and were later amended. The customer stated that there was a change in patient treatment due to the erroneous na results. The patient given IV (intravenous) sodium chloride 3% fluid and it was discontinued once the corrected reports were sent. Customer confirmed no harm to patients due to the event. The customer confirmed there was no harm to the patient due to the event. The customer did not provide patient demographics. The customer provided data for the patient sample.